Event description:
The customer reported that the device failed opcheck with a charge button failure. No patient harm occurred.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.